Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between heartmate 3 left ventricular assist system (lvas), serial number (B)(6), and the reported events could not be conclusively established through this evaluation. It is unknown what caused the patient to feel unwell, and the patient did not suffer any adverse events or symptoms. The patient¿s device operated as intended, and the patient feeling unwell was not considered to be device related. Review of the submitted log files captured the pump functioning as intended. The patient remains ongoing on heartmate 3 lvas, (B)(6), with no further issues reported at this time. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The current revisions of the IFU and patient handbook can be found on the eifu page of the abbott website. The heartmate 3 lvas IFU is currently available. Section 1 of the IFU, ¿introduction¿, lists potential adverse events that may be associated with the use of the heartmate 3 lvas. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient's health was declining and decided to proceed with signing a do not resuscitate (dnr) and a do not intubate (dni) form.

Event description:
It was reported that around 0830-0900 in the morning the patient was being assisted out of bed to get a standing weight with a nurse when they reported feeling unwell. They almost immediately fell back onto the bed and became unresponsive with no audible pulse on doppler (the patient was off telemetry at this time). A code was called, and a full round of cardiopulmonary resuscitation (CPR) was completed before the patient began moving and producing audible pulse via doppler and mean arterial pressure (map) readings. The ventricular assist device (vad) was not alarming prior or during the code that lasted about 20 minutes. There was a normal hum on auscultation per advanced practice provider (app). The lvad did not show any events, alarms, loss of power, or significant variability on the graph or log files. Log files were sent for further investigation. There were no unusual events recorded in the log file event history. The mechanical circulatory support (mcs) equipment was operating as intended and did not appear to have contributed to the patient event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.